Manufacturer narrative:
The device was not available as it remains in the patient. Imaging provided shows the anterior portion of the screw head backed out past the screw blocking mechanism. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a screw has backed out of the resonate plate post-operatively.